Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the user was unable to attach the multi-function cable to the device. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4) service department. The reported malfunction was observed and attributed to the multi-function connector not seated properly to the connector panel. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.